Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm and was not able to resume pump. There was no impact to the customer's blood glucose level. During follow up with tandem technical support, the customer was able to clear the alarm.